Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male contacted zoll to report that he had removed the lifevest due to a rash on her back under the therapy electrode pads. The pt said that it started as an irritation and had turned into open sores and was very painful. The pt's wife called the next day to report that the pt was ending use of the device due to the severity of the rash. There was no follow up on the irritation to see if it healed.

Manufacturer narrative:
Device eval summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.